Manufacturer narrative:
Continuation of d11: product ID: 977a275, lot#/serial#: (B)(6), implanted: (B)(6) 2019, product type: lead. Product ID: 977a275, lot#/serial#: (B)(6), implanted: (B)(6) 2019, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 21-feb-2023, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 21-feb-2023, UDI#: (B)(4). G3 country: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated reported high impedance was previously reported with the patient¿s previous implantable neuro stimulator (ins) through regulatory report #3004209178-2020-01214. It was noted that although the impedance was on electrodes 0-7 at that time, the lead was set as electrodes 8-15 when the ins was replaced. The lead with electrodes 8-15 was not used at the time of follow-up and as such the ¿high impedance measurement of #8-15 and the sudden rise in output were irrelevant.¿ it was stated that the cause of the high impedance was ¿probably due to fracture.¿ the cause of the output display suddenly increasing could not be determined. An attempt to reproduce the issue was undertaken; however, the issue could not be reproduced. The output increase issue was unresolved and the cause was unknown at the time of follow-up; the issue was to be monitored. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical product: product ID: ct900d; serial#: (B)(4); product type: mobile platform. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that a deviation of time occurred due to an alert at the time of telemetry. In addition, the patient complained that the output value display suddenly increased. There was a report of impedance over 40000 on electrode 8-15. No particular factors may have led or contributed to the issue. The setting time of the programmer was checked, but there was no problem. It was reported that the setting time of the implantable neurostimulator was changed. The outcome of the issue was unknown, and no surgical intervention was occurred, or planned. Relevant medical history included failed back surgery syndrome (fbss).